Event description:
The orbit rdfl complex mini coil (638mf0410/15747969) was stretched during inserting into the target aneurysm. The microcatheter used was an sl-10 (details unknown). The same microcatheter was used to complete the procedure. An adequate continuous flush was maintained through the microcatheter. There was no resistance between the guidewire and the microcatheter when accessing the target site. There was resistance during repositioning. The coil was not used like a guidewire to reposition the microcatheter. Coil entanglement with previously placed coils was not suspected to contribute to the event. This was the first coil. The coil did not prematurely detach during withdrawal. There were no complications reported after the event. The target vessel was lt. Ica which was tortuous but not calcified.

Manufacturer narrative:
The orbit rdfl complex mini coil (B)(4) was stretched during inserting into the target aneurysm. The microcatheter used was an sl-10 (details unknown). The same microcatheter was used to complete the procedure. An adequate continuous flush was maintained through the microcatheter. There was no resistance between the guidewire and the microcatheter when accessing the target site. There was resistance during repositioning. The coil was not used like a guidewire to reposition the microcatheter. Coil entanglement with previously placed coils was not suspected to contribute to the event. This was the first coil. The coil did not prematurely detach during withdrawal. There were no complications reported after the event. The target vessel was the left internal carotid artery which was tortuous but not calcified. A non-sterile orbit rdfl complex mini coil was received coiled inside of a pouch. The hypotube was inspected and it was found kinked. The introducer was received partially zipping and it was found elongated. The support coil, gripper and embolic coil were found outside of the introducer. The support coil and gripper were found without damage while the embolic coil was found stretched in a tangled condition. The introducer, gripper and embolic coil were inspected under microscope; the introducer was found elongated while the gripper was found without damage and the embolic coil was found stretched in tangled condition. The od from the delivery tube was measured and was found within specification. Functional testing of the device could not be performed due to the stretched coil condition and the elongated condition found on the introducer. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. The reported resistance during repositioning could not be evaluated with functional testing due to the nature of the event as well as the condition of the returned device. The reported stretched coil was confirmed. Based on the analysis, the stretching appears to have been caused by application excessive force on it; however, this and the root cause of the reported event cannot be conclusively determined. The instructions for use cautions to never advance, withdraw, or torque the delivery tube against resistance without first determining the cause of the resistance under fluoroscopy. These manipulations of the delivery tube against resistance may cause damage and/or premature detachment of the embolic coil. It is further precautions that if embolic coil repositioning is required in the vasculature, take special care under fluoroscopy to verify that a one-to-one relationship exists between the delivery tube and the embolic coil during retraction. Otherwise the embolic coil may have been stretched, which could lead to premature detachment or coil fracture. If a one-to-one relationship does not exist, the infusion catheter and the detachable coil should be removed as an assembly and replaced. Based on the analysis and the device history records there is no indication of any manufacturing or design issues related to the event. With review of the available information, although a definitive root cause cannot be determined it is possible that procedural factors addressed in the product labeling may have impacted the event. Therefore, no corrective actions will be taken at this time.

Manufacturer narrative:
The product will be returned for analysis, however, it has not been received. Additional information will be submitted within 30 days of receipt.

Manufacturer narrative:
A review of the manufacturing documentation associated with this lot 15747969 was performed the following was found. The product will be returned for analysis, however it has not been received. Additional information will be submitted within 30 days of receipt.